Event description:
It was reported that a cartridge alarm 30 intermittently occurred during basal delivery. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.